Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's system no longer provided her effective stimulation coverage. Reprogramming was offered to the pt; however, she declined. The patient desired to have her system removed. Follow-up info revealed the pt underwent surgical intervention on (B)(6) 2014, where her scs system was removed.